Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during intraocular lens implantation surgery when used with company injector it was observed that the lenses were scratched. Two instances were reported, this pertains to 1 of 2 instances occurred from the same facility.